Event description:
It was reported that there was noise present on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead in segments was returned, analyzed and no anomalies found. Apparent explant damage was noted. The analyst commented that electrical tests and microscopic inspection was performed for partial lead in segments. Nothing was observed in the lead that could be associated with the complaint. P1501dr implantable pulse generator (B)(6) 2005; 4068 implantable pacing lead (B)(6) 1997. (B)(4).